Manufacturer narrative:
UDI will be provided in the follow-up report after an internal verification.

Event description:
Hamilton medical ag received the following event description: "during testing, half of the g5 display is white. "